Event description:
The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The pst observed that the ccm screen was blank and there was no readable output. Using a flashlight, the display function was confirmed. The ccm was disassembled, and the screen illuminated when the inverter was manipulated. The issue reappeared once the ccm was reassembled. It was determined that the ccm did not meet specification. The service repair technician (srt) replaced the ccm display. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) went blank. The ccm was rebooted a few times but the issue remained. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.